Event description:
Same case as 6000089-2004-01169. The pt was enrolled in the program in 2004. Target lesion 1 was identified in the mid rca with 75% stenosis and a 3.0 mm reference vessel diameter. Target lesion 1 was treated with predilatation and placement of a 3.0 x 16 mm taxus stent. Residual stenosis was 0% following post-dilatation. Target lesion 2 was identified in the prox rca with 75% stenosis and a 3.5 mm reference vessel diameter. Target lesion 2 was treated with predilatation and placement of a 3.0 x 12 mm taxus stent. Residual stenosis was 0% folowing post-dilatation. Following implant procedure the pt remained hospitalized and initially did well with dialysis 3 days per week. However, the pt ten developed recurrent pulmonary edema requiring medical therapy. The pt was recatheterized in attempt to open the lcx but the wire could not pass through the ocluded area and the attempt was aborted. The pt's medicatins were adjusted and pt and ot were consulted. The pt could not be discharged because the family was not prepared to take pt home. The pt had several more episodes of pulmonary edema responsive to both dialysis and medical managemetn as well as recurrent episodes of arrhythmias. Cardioversion was completed after a tee showed no evidence of atrial thrombus. The pt initially stabilized but then again developed pulmonary edema, cardiac arrhythmia and atrial fibrillation. The family was consulted and requested no resuscitation. The pt gradually because unresponsive and the pt expired the follow month at 17:56, 17 days post arrive enrollment, with the immediate cause of death as congestive heart failure (per death certificate). An autopsy was not performed.